Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during a procedure. There was no patient injury reported. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and identified bearing damage on the stirrer motor and a defective distribution board. The customer plans return the unit to sorin group (B)(4) for repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during a procedure. There was no patient injury reported.

Manufacturer narrative:
(B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). An sap order quotation was issued for deep disinfection of the unit in which the described error would be corrected; however, the sap confirmation was cancelled. The reported device was requested to be returned to (B)(6) for further examination, without response. The (B)(6) team reported that this complaint is more than a year old and since there are no more activities or reactions, this complaint will be closed according to procedural instruction for livanova complaint handling. No additional information has been received since the initial MDR was filed. If additional information is received, it will be evaluated for reportability as required. The root cause of the reported issue was determined to be related to defective components. (B)(4) has determined that a CAPA is not needed to further investigate this event.